Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: added additional information and updated concomitant devices h6: reviewing attached picture, the complaint description can be confirmed as the distal screws had (six screws) backed out from the lcp plate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. B3: event year is reported as 2020, however exact date of postoperative migration is unknown. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is january 23, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to another variable angle-locking compression (va-lcp) condylar 16 holes plate. Concomitant devices reported: va-lcp condylar plate 4.5/5.0 le 18ho l3 (part # 02.124.419s, lot # l967805, quantity 1); screws (part # unknown, lot # unknown, quantity 6).

Manufacturer narrative:
510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on january 14th 2020 that a vaco plate and screws were used during a distal femoral orif at the (B)(6) hospital. On (B)(6) 2020, the patient was brought back to theatre as the distal screws had backed out. All devices were removed. At time of original surgery the surgeon is confident that all screws were torqued off using the correct screwdriver from the set. The procedure was successfully completed. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity#: 1). This complaint involves eight (8) devices. This is 4 of 8 for report (B)(4).